Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, groshong single-lumen, 8f are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 07/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that four years seven months twenty-seven days post a port placement, the patient was unconscious during flushing. It was further reported that the catheter allegedly confirmed to be damaged upon investigation. Furthermore, as there was a possibility of a blood clot adhering to it, lysis was implemented, and the device was removed. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, groshong single-lumen, 8f are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one bardport titanium low-profile implantable port attached to a groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A partial circumferential break and compound break was noted from the distal end of the cath-lock. A kink was noted on the attached catheter. The edges of the partial circumferential break and compound break on the attached catheter were noted to be uneven. The surface of the partial break was noted to be round and smooth on both regions. The surface of the compound break was noted to be granular in one region and smooth in the other region. Therefore, the investigation is confirmed for the reported catheter damage and the identified fracture, deformation and naturally worn issues. The break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that four years six months twenty two days post port placement in the anterior chest area directly below the right clavicle via a right internal cervical approach, the patient was unconscious during flush. It was further reported that the catheter allegedly confirmed to be damaged upon investigation. Furthermore, as there was a possibility of a blood clot adhering to it, lysis was implemented, and the device was removed. There was no reported patient injury.